Manufacturer narrative:
(B)(4).

Event description:
It was reported tha during a coronary stenting procedure, stent dislodgement occurred. A 4.50mm x 12mm omega¿ stent was used; however, the stent dislodged without anatomical reason. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported tha during a coronary stenting procedure, stent dislodgement occurred. A 4.50mm x 12mm omega stent was used however the stent dislodged without anatomical reason. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with the shelf box and pouch. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. Inspection of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).